Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) the previous night on the homechoice (hc). The home patient (hp) shut the hc off during an unknown cycle and was in a rush to get off the machine. The technical service representative (tsr) explained the possible causes for the alarm. The tsr advised the hp to call the registered nurse (rn) regarding the air detect alarm while the hp was connected. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, then a follow up MDR will be submitted.